Event description:
It was reported that water leaked from the device. A 1.75mm rotapro was selected for use. During preparation, it was noted that water leaked from the device. No patient complications were reported.

Manufacturer narrative:
B3 date of event: date of event was approximated to (B)(6)2024 as no event date was reported.